Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the trailing haptic was torn during insertion. The lens was removed without any patient injury.

Manufacturer narrative:
H6: evaluation method - lot order search. H6: evaluation results - visual inspection of the returned product showed that the optic was torn in half and a haptic was torn off and stuck inside the cartridge. There was no visible damage noted to the cartridge. There was a clear surgical residue on both products. A lot order search was performed on the cartridge and there were no similar complaints found. Conclusion - (no conclusion can be drawn): based on the complaint history, lot order search and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for evaluation.